Event description:
Alleges that patient developed pain in his hip. He received notice concerning the dangers of metal-on-metal implants. His femoral stem was revised on (B)(6), 2011 and his acetabular cup was revised on (B)(6), 2012. Evidence of chronic inflammation was discovered.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 02/06/2017 (transfer wpc (B)(6)) pfs and medical records received. After review of the medical records for MDR reportability, it was noted that the patient was revised on (b)64) 2011 for pain, with possible aseptic loosening. At that time, both femur and acetabular components appeared well fixed, and surgeon determined that pain was "related to the chronic inflammatory change, related to metal-on-metal articulation". No osteolysis noted. Revision/explant date corrected for liner and head. A new complaint was created to address the second revision involving the stem and revised second head.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.